Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 371 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. The customer stated changing their reservoir resolved the no delivery alarm. Customer's reservoir and infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.